Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert/notification settings issue occurred. The product was evaluated. An external visual inspection was performed and passed. Receiver boot test was performed and failed due to receiver perpetually rebooting. An internal visual inspection was performed and passed. Speaker/vibrator resistance was performed and passed. No performance data available in the log to investigate. An alert/notification settings issue was not found within the investigation window. The probable cause could not be determined. No injury or medical intervention was reported.